Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified mid to distal left anterior descending artery (lad). The lesion was predilated with a maverick balloon and then a 2.50x16mm taxus liberte device was advanced to the lad but was unable to cross the lesion. The device was removed from the pt, and it was noted that the stent struts were raised. The procedure was successfully completed with a different device with no pt complications reported. The pt's current condition is listed as "good".

Manufacturer narrative:
(B) (4).